Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the battery led (light emitting diode) on the power status overlay does not light. There was no patient involvement.

Manufacturer narrative:
G4: 03oct2019; b4: 04oct2019. The field service engineer was informed during a follow up with the customer, that the battery was received and installed. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the battery led (light emitting diode) on the power status overlay does not light. There was no patient involvement.